Event description:
This is a report of a leak coincident with peritoneal dialysis (pd) therapy. The leak was discovered during an unknown process step of therapy. It was not identified where the source of the leak was; however, it was reported that the leak was near the clamps. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.